Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain, silicone leakage, implant rupture, autoimmune disease in the form of immune reaction to silicone, joint pain, headaches, nausea, dizziness, dryness of the mouth and eyes, rashes, hair loss, cold sensitivity, swollen glands, raynaud's phenomenon, shortness of breath, chronic fatigue, cosmetic damage, anxiety, nervousness and depression.